Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-11231. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The first transseptal puncture was very close to the aorta, so a newtransseptal puncture was performed. They checked for an effusion and did not see one. This 21mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system (was). Prior to device deployment it was noted that the was had unintentionally changed position. They immediately checked for an effusion; a transesophageal echocardiogram (tee) was performed at 0, 45, 90 and 135 degrees. No effusion was noted, but they decided to do a dye injection to be certain. All was fine and they continued with the procedure. The closure device was deployed and released after confirmed it met all criteria. Another check for a pericardial effusion was performed and none was observed. The case ended and approximately 7 hours later it was reported that the patient was back in the cath lab getting a pericardial drain. The patient was drained and anticoagulation was reversed. Patient was stable from that point forward. Additional follow up 3 days post procedure indicated the patient was doing well. It was noted that they suspect there may have been a small perforation or the anticoagulation (heparin) caused the bleed as the activated clotting time (act) was 190 six hours after the case even after having given 20 units of protamine.